Event description:
It was reported since the patient¿s pump replacement the patient had issues with intermittent therapy. Following the replacement surgery in (B)(6) 2015 the physician did a dye study and was unable to aspirate so he pushed forward and felt like it ¿gave way.¿ the patient had good pain relief. A dye study was then done and no issues were noted. The patient continued to have intermittent therapy. It was later reported the patient experienced an increase in pain some days. Other days the patient was without pain but had nausea, vomiting, flu-like symptoms, and change in bowels. The cause of the event was unknown. Troubleshooting and interventions consisted of catheter access (able to pull back 3 cc), x-rays, MRI, and logs on the pump checked. The patient was having surgery (B)(6) 2015 for a catheter revision. The patient had not recovered; the symptoms/issue was ongoing. The drug being delivered via the device system was morphine. Outcome information was not provided at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003,: product type: catheter. (B)(4).